Manufacturer narrative:
H3: analysis of the b35200 percept implantable neurostimulator (ins) (serial number (B)(6)) revealed that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the unresponsive neurostimulator was assumed to be related to the cardiac rf ablation return pad being placed too close to the extension which may have damaged the internal circuitry despite the neurostimulator being turned off prior to the procedure. The neurostimulator was replaced on march 5th. All impedances were normal with the existing extensions after replacement. The issue was resolved following replacement with the patient receiving therapy as normal.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator implanted in the right abdomen experienced device malfunctions following a cardiac ablation procedure. The patient attempted to reactivate the stimulation using a handset and communicator, but the device was not detected. An attempt to interrogate the device with a tablet resulted in continuous searching without any message. After resetting the neurostimulator, an error message "invalid active group" was observed. The patient was last programmed with four groups, and attempts to program group d were unsuccessful, with the device continuing to search. Safety concerns were noted regarding the potential for induced electrical currents from radio-frequency or microwave ablation to cause heating and tissue damage in patients with an implanted neurostimulation system. A second reset was performed with the same response, and the patient was redirected to their healthcare provider. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative confirming that the patient underwent a cardiac ablation last february, and clarified that stimulator damage was attributed to the ablation rather than a cardioversion.